Event description:
It was reported that a pt developed "swallowed eyes" and a "furred tongue" approx two days after placement of a restoration using a ceram-x composite and xeno iii adhesive. The ingredients for xeno were forwarded to the treating clinician who determined that the pt is allergic to the ethyl alcohol in the xeno.

Manufacturer narrative:
While it is not possible to determine if the xeno used in this case caused or contributed to the pt's symptoms-especially considering that the ethyl alcohol is a solvent that evaporates during the placement procedure and the reaction occurred two days following placement- it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event is reportable per 21 cfr part 803. The device was not returned for evaluation and the lot number is not known for related-product testing and/or DHR review. The device was not returned for evaluation and the lot number is not known for retained-product testing and/or DHR review.